Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested additional information from the hospital. We have also requested the return of a sample of affected product for testing. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that they are experiencing a general problem with the 900rd010 adjustable t-piece and resuscitation circuits. The hospital reported that the cap rotates too easily causing the staff to make unwanted adjustments to the positive end-expiratory pressure (peep) setting. No patient consequences were reported.